Event description:
It was reported the pt is being seen by a neurosurgeon in another state because of persistent pain at the implant site. It was further revealed the ipg is no longer communicating. Stimulation has been off for at least one year in addition, the pt has not recharged in that same amount of time. Further investigation revealed a CT was done; however results are unavailable. The pt is consulting with a new physician regarding the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.